Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noted no irregularities on the shaft of the device. Functional aspiration testing was done and the device met specifications the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Loss of aspiration was reported. A 2.4mm jetstream® xc atherectomy catheter was selected for use in an instent restenosis located in a 300mm stent. During active aspiration, the device lost aspiration, about 500cc was in the waist bag. The procedure was completed with another jetstream catheter of the same size. No complications were reported and the patient was fine.